Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) suddenly shut off due to a battery failure. The unit was monitoring multiple telemetry devices at the time. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: investigation determined the complaint did not involve a failure/malfunction of the nk product. The issue was caused due to the failure of a non-nk manufactured accessory device.

Event description:
The customer reported that the central nurse's station (cns) suddenly shut off due to a battery failure. The unit was monitoring multiple telemetry devices at the time.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shut off due to a battery failure . The unit was monitoring multiple telemetry devices at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) suddenly shut off due to a battery failure.